Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
"Error message on pump; technician code required after he unplugged the pump. Delay 4 hours, patient came to the hospital the same morning of the incident. The pharmacy staff tried to enter the user code without success. A biomedical technician to check the pump. He tried to transfer the file of the event without success. He did not return the technician code because he wanted the pump remains in the initial state as the same problem had occurred before on the pump and after entering the code, the pump worked properly for a week before repeating the same problem type of drug: unknown. Human harm: no.. Delay in therapy: yes. Medical intervention needed: no."

Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "error message on pump; technician code required after he unplugged the pump. Type of drug: unknown human harm: no. Delay in therapy: yes. Medical intervention needed: no."